Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that during the implantation the stent graft was inadvertently implanted partially covering the renal artery. The cause of the inaccurate delivery of the stent graft could not be determined as the physician thought that he had deployed it correctly. The physician implanted a bare metal stent and the renal artery had good blood flow. The patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft misplacement, arterial occlusion).